Event description:
Boston scientific received information that through a remote monitoring system that this device detected an out of range pacing impedance measurement on the right ventricular (rv) lead. During impedance measurement testing, out of range impedance measurements and noise were recreated while manipulating the header. Therefore, the device was explanted. The lead was tested through the pacing system analyzer (psa) and all measurements were appropriate. Therefore, the lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.